Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. After a successful clip deployment and removal of the steerable guide catheter (sgc), the patient's blood pressure dropped within minutes, leading to CPR. A vein rupture was suspected, and emergency surgical conversion was performed, however the patient did not survive. The patient passed away on the same date.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation, hypotension, and death. Perforation, hypotension, and death, listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. After a successful clip deployment and removal of the steerable guide catheter (sgc), the patient's blood pressure dropped within minutes, leading to CPR. A vein rupture was suspected, and emergency surgical conversion was performed, however the patient did not survive. The patient passed away on the same date.